Event description:
It was reported that no stimulation was felt by the patient following a colonoscopy. Telemetry issues and an over-discharge of the implantable neurostimulator (ins) were reported. Tenderness over the ins site was also reported. No falls or trauma were reported. Antenna location assessment and physician mode recharging were performed. Following re-start stimulator would not hold a charge, and was going to be replaced. Reference MFR report #3004209178-2011-09600.

Manufacturer narrative:
Concomitant medical products: lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2009 explanted: unknown; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2008 explanted: unknown; lead model 39286-65, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown; ins model 37712, serial # (B)(4), implanted: (B)(6) 2008 explanted: unknown; extension model 3708140, serial #(B)(4) , implanted: (B)(6) 2009 explanted: unknown; extension model 3708140, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown; programmer model 37743, serial #(B)(4); programmer model 37743, serial #(B)(4); recharger model 37752, serial #(B)(4); recharger model 37752, serial #(B)(4).